Manufacturer narrative:
Date of report : 03/08/2019, date rec¿d by MFR :05/23/2019. Failure analysis on the data acquisition (da) board shows that no fault found. Failure investigation could not replicate problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 03/05/2019. (B)(4). The manufacturer¿s international service technician confirmed the reported pressure issue. The manufacturer¿s international service technician replaced the data acquisition (da) to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported the unit failed the pressure accuracy test (pvt test 4) at the zero point specification. There was no patient involvement. Event date not specified; estimate used